Manufacturer narrative:
(B) (4). The pump and catheter have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The patient had a recent infected shut (the type and placement was unknown). The organism involved was unknown. Status post removal, they needed to remove the pump and catheter; it was unknown if the pump and catheter were involved in the infection. It was thought that the removal was prophylactic. There was reported to be no patient injury. As of (B) (6) 2010, the patient was being dismissed from the hospital. The device system was used to deliver lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.